Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient is experiencing widening of periodontal ligament with #25 class iii mobility present and #24 class ii (almost class iii). Patient advised to stop using retainers immediately in hopes that the teeth will become stable and is to see a licensed orthodontic specialist in person for future treatment.